Event description:
Pt had a cerebral angiogram using a cook slip cath vertebral catheter. Pt experienced several microemboli to the foot, incidentally noted without any pain or symptoms. On eval of the catheter, it was noted to have an outer coating that sheared off the catheter as it was pulled out of the vascular sheath forming a viscous substance on the tip of the sheath within the artery. The microembolic phenomena occurred after the sheath was removed.